Event description:
Patient was revised to address instability and pain. The metaglene was repositioned and a larger humeral head was used.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.